Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that water leaked from the bifurcation area of the catheter. The catheter was replaced.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a tear at the bifurcation area of the catheter. This had caused water to leak out. Origin of tear could not be determined. Exact cause of sample condition could not be determined and could not be assigned to a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." (B)(4).

Event description:
It was reported that the user found that water leaked from the bifurcation area of the catheter. The catheter was replaced.